Manufacturer narrative:
The insulin pump had broken battery tube threads, minor scratched display window, cracked reservoir tube and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was the device was cracked on the battery compartment thread. The drive support cap was not damaged. No car accident. Customer does not know how damage occurred. Customer's blood glucose was 142 mg/dl. No further information reported.